Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging the meter was not showing a high and low pattern message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.